Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a right external iliac artery approach, the 90% stenosed lesion was located in a moderately tortuous and severly calcified external iliac artery. Using a non-bsc guidewire and guiding sheath, the 5.0 x 20mm mustang balloon catheter was advanced to the lesion when it ruptured at 24 atms upon first inflation. The ruptured balloon was removed intact and the physician placed a non-bsc stent and post-dilated with a 8.0 × 20mm mustang balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).